Manufacturer narrative:
Of the 5 events related to e 2012065, 4 were returned and evaluated. All 4 events were found to have a root cause of operational context. One of the devices was disposed and not available for evaluation.

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number e 2012065 for product code lqr. This report summarizes 5 events reported to boston scientific for stonetome wire breaks. Of the events, one patient was reported to be male and (B)(6) years of age. All other demographic information is unknown.